Manufacturer narrative:
There were five units returned for evaluation for the reported event of sponge out of the cap. All five minicaps were returned with pouches opened. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was conducted on all of the samples. The results of the evaluation verified the reported problem for three of the samples as the sponge was found completely outside of the cap. The devices did not meet product specifications. The cause of the reported event could not be determined. Two of the samples were observed with the sponge partially protruding outside of the cap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from the minicap. This issue was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.